Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a heavily tortuous, concentric, circumflex artery stenting procedure, after pre-dilatation, a xience v stent delivery system (sds) was advanced meeting resistance with the patients heavily tortuous anatomy and never crossing to the lesion, the xience v sds was removed with reported difficulty and upon removal, the base of the stent was found bent. A non-abbott 1.5 x 10mm balloon was used to dilate the lesion and a non-abbott stent was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.